Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Patient claims that his left is dislocating. Optically it looks as though there is some heterotopic bone on the femur medial of the calcar. Cultures taken.